Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 25 mmol/l. Customer¿s current blood glucose level was 20 mmol/l. The customer was treated with manual injections for high blood glucose values. The customer experienced vomiting as a symptom of high blood glucose values. The customer was wearing the insulin pump within 48 hours of high blood glucose event. The insulin pump received insulin flow blocked alarm due to bent cannula of the infusion set which resulted in high blood glucose values. The troubleshooting was performed for high blood glucose values. The insulin pump will not be returned for the analysis.